Event description:
It was reported that high impedance was detected on the atrial lead. Lead fracture was observed. The atrial lead was explanted and replaced. There were no adverse consequences, the patient was stable.